Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the heartstart mrx was experiencing interference when acquiring pads EKG. There is no indication of negative patient impact.

Manufacturer narrative:
This is a duplicate of report #1218950-2016-01658.